Event description:
The customer requested assistance in turning off the communication between her ultralink and the insulin pump. Few days later, the customer called back and reported being treated at the emergency room for high blood glucose. The customer also stated that she was nauseated when she arrived at the hospital. The blood glucose reading was 198 mg/dl. Customer was instructed to try a different infusion set by her doctor, as it was suspected that it could be the issue. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.